Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that far r wave oversensing was observed. Isometric exercise tested with no noise observed. Programming changes were made. The patient will be monitor for the next six months for any additional alerts. The patient condition is stable.